Event description:
After the impella cp was removed from the right common femoral artery there was persistent bleeding, despite femo-stop and manual compression and purse-string suture. This required emergent balloon angioplasty of the femoral artery to stop bleeding.